Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample: target range: 2.5-3.1 test 1: 2.8 inr test 2: 2.9 inr test 3: 2.8 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 were updated.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(6). At 9:30 am, the result from the meter was 3.2 inr. At 10 am, the result from the hospital laboratory using an unknown reagent was 2.4 inr. The therapeutic range was 2.5-2.8 inr and the testing frequency is every 4 days.

Manufacturer narrative:
Per product labeling: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted. The strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer h3 other text : na.